Manufacturer narrative:
E2 (health professional): no information provided e3 (occupation): no information provided the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device image had vertical interference. The event was found during preparation for a therapeutic laparoscopic surgery procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, g3, h2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of charge coupler device, where it is more likely to be a functional failure of an electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device image had vertical interference. The event was found during preparation for a therapeutic laparoscopic surgery procedure. There were no reports of patient harm.